Manufacturer narrative:
Result of investigation: during the technical inspection, the error description provided by the customer, "black debri coming out of bottom of eye piece. Foggy", could be confirmed. The optics show a slightly bent shaft. Foreign particles are visible in the edge area of the optical system's out-of-focus range, which negatively affect imaging. Furthermore, residues of unknown origin are visible on the distal cover glass.the distal solder seam is chemically and mechanically damaged. In addition to the above-mentioned defects, moisture ingress can be detected in the optical system. The defects mentioned cannot be attributed to a production/manufacturing error. The damage may have been caused by clinical use/clinical reprocessing. This event is filed under internal complaint ID_(B)(4).

Event description:
It has been reported there was black debris coming out of bottom of eye piece. Foggy. No patient involvement. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal (B)(4).